Manufacturer narrative:
(B) (4).

Event description:
Procedure: cholecystectomy. According to the reporter, the shaft of the instrument was broken. The distal sheath tore and fell into the patient cavity. All pieces of the device were retrieved from the patient, and there was not extension in operating room time of more than 30 minutes.